Event description:
Healthcare professional reported "capsular contracture baker grade IV". Healthcare professional later reported "also flipped device". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on nov 15, 2024, with lot number 3489750. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ malposition- breast : unable to observe since it is not related to the device. As per the investigation procedure creases/deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported device "flipped." The device has been explanted.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch emdr-35939. Aware date should have been listed as 6/4/2024.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Device remains implanted.